Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician attempted to implant the lead, but due to the patient's anatomy, the lead could not be positioned or fixated and dislodged. A new lead was used. No patient complications were reported as a result of this event.